Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the "cartridge will not click onto the pump". Reportedly, a new cartridge was loaded to address the event. Customer¿s blood glucose level was 148 mg/dl.